Manufacturer narrative:
(B)(4). Concomitant products: part: 00801803602 name: femoral head sterile product do not resterilize 12/14 taper lot: 63251051. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the product location being unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04260.

Event description:
It was reported that a patient underwent a hip revision approximately 13 months post implantation due to dislocation. After revision it was reported that the rim of liner was broken.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Reported event was confirmed by review of medical records and x-ray review. The liner is returned with a portion of the rim feature removed. Deep gouges are seen on both sides of the rim that remains intact. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.